Manufacturer narrative:
Exact date unknown, event occurred the of august or early september.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.